Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument associated with the reported complaint, and a failure analysis (fa) investigation was completed. Fa replicated and confirmed the customer reported complaint. The instrument was found to have a broken blade at the midpoint. A piece approximately 2.1 mm x 11.1 mm was found to be broken off. The broken piece was returned with the instrument. The components adjacent to the broken blade do not show damage.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. .

Event description:
It was reported that during a da vinci-assisted procedure, the tip of the harmonic ace instrument broke off during use. The fragment reportedly fell into the patient and was retrieved during the same procedure. The procedure was completed with a 15 - 30 minute delay. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.